Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator failed to pace a patient and the patient experienced an outcome of death. Additional details have been requested.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator failed to pace a patient and the patient experienced an outcome of death. This reporter stated that a patient of unknown age and gender, was admitted to a hospital on an unknown date with the admitting diagnosis not reported. While admitted on (B)(6) 2019, the patient experienced an event of atrial fibrillation with slow ventricular response, the heartstart xl device was connected to the patient via defibrillator pads and ECG electrodes; manufacturers, models, lot numbers, and expiration dates not reported, and the users set the device to deliver pacing. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. The users then attempted to pace the patient; mode, ECG configuration, milliamps, and pulses per minute (ppm) not reported, energy from the device was delivered to the patient as noted by random pacer spikes, but electromechanical capture was not achieved, as evidenced by the unaltered pulse measured by the peripheral capillary oxygen saturation (spo2) monitor. The patient was then paced via a transvenous pacemaker in demand and fixed modes with milliamps and ppm not reported, and the patient experienced an outcome of death. No cardiopulmonary resuscitation (CPR) efforts or defibrillation by the device were administered. The date of placement of the transvenous pacemaker was not reported. No relevant laboratory data was reported. The hospital staff has reported that the death is associated with the device's failure to pace. A philips field service engineer (fse) evaluated the device and was unable to duplicate the symptom. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. No electrocardiogram (ECG) rhythm strips or case events were provided for review. Synchronous defibrillation is indicated for termination of atrial fibrillation. Noninvasive pacing is one method of treating patients with symptomatic bradycardia. Pacing will not start if there is a problem with the multifunction defib electrode pads connections. If in demand mode, pacing will not start if there is a problem with the ECG monitoring electrodes connections. In either case, if a problem occurs a system message is displayed (heartstart xl instructions for use m4735a, publication number m4735-91900, edition 7, april 2006, pages 1-6, 1-7, and 8-7). Capture must be determined by a clinician who is trained to interpret the ECG being displayed by the defibrillator. The defibrillator's marking of beats can be used as a guide, but not as an absolute indication, of whether or not capture has been achieved. Artifact from skeletal muscle contractions induced by pacing stimuli can mimic a captured waveform, making verification of capture with the ECG alone unreliable. Electrical capture does not always produce an effective mechanical (cardiac) contraction (non-invasive transcutaneous pacing application note, publication number 453564119691, edition 2, february 2013, pages 6 and 8). Philips was unable to determine the cause of the reported symptom. There were no ECG rhythm strips or case events file available showing pacing functionality upon which to make any assessment. The available information suggests that an insufficient leads ECG electrode-to-patient contact may have been a factor in this event.